Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system continu-flo solution sets would not stay attached to one-link non-dehp microbore catheter extension sets. The reporter stated "when an extension set is attached to the primary set, the two sets dont stay attached and will pop apart". This was identified during priming. There was no patient involvement. No additional information is available.